Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for incorrect stopper(red stopper) was observed. Additionally, retention samples from bd inventory were visually inspected with no issues observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode, incorrect stopper color. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Event description:
It was reported prior to using the bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes there was one tube with an incorrect stopper. There was no report of impact to the patient or user.